Event description:
It was reported "during the procedure, the balloon iabp had already been positioned in the aortic arch. Blood aspiration was performed, and no issues were observed at that time. Fluoroscopy was then carried out, and the balloon was fully deployed. After approx 15-20 mins, a warning massage "kinked catheter, partially wrapped balloon, improper balloon position" the machine was restarted multiple times over a period of about 20mins. However, the same warning message continued to appear. Then decided to replace the balloon, and after that no further issues occurred". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint for iab kinked is confirmed based on the submitted video. The product was not returned for investigation. The video shows a high baseline alarm, which could be caused by a kinked iab. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the high baseline alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "during the procedure, the balloon iabp had already been positioned in the aortic arch. Blood aspiration was performed, and no issues were observed at that time. Fluoroscopy was then carried out, and the balloon was fully deployed. After approx 15-20 mins, a warning massage "kinked catheter, partially wrapped balloon, improper balloon position" the machine was restarted multiple times over a period of about 20mins. However, the same warning message continued to appear. Then decided to replace the balloon, and after that no further issues occurred". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.